Event description:
It was reported that a patient with a 25mm magna valve implanted in the pulmonic position for unknown period of time underwent valve-in-valve procedure due to stenosis and insufficiency. A 26mm 9750tfx valve was implanted in replacement.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3000tfx aortic valve implanted in the pulmonic position for 13 years 3 months underwent valve-in-valve procedure due to stenosis and insufficiency. Patient presented with shortness of breath. A 26mm 9750tfx valve was implanted in replacement. Post procedure patient in recovery. Patient outcome as stable. According to the physician, there was no allegation that the surgical valve prematurely failed.

Manufacturer narrative:
Manufacturer narrative: updated sections: a1, a2 date of birth, b5, d1, d4 model number, serial number, and UDI number, d6a. H6 health effect - clinical code, and type of investigation. According to the physician, there was no allegation that the surgical valve prematurely failed. H11 corrected data: based on the new information received, this event is no longer considered reportable.